Event description:
Patient was brought to ed for intermittent rlq [right lower quadrant] abdominal pain for 3 days. Per ed-md's notes: patient will need admission for further workup and management; admitted in stable condition. Patient needed IV fluids as ordered by md. As they were inserting the IV, they noticed that there was fluid on the rn's gloves. Further investigation showed a leak at the seal area. Device was exchanged for another similar device, and the procedure was completed with no further incident. No patient harm. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd nexiva (per site reporter) the supplies with the same lot numbers have been given to materials management manager by ed-rn manager.